Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The pigtail catheter could reach the distal portion of the laa during the procedure, but unable to be positioned as anterior as desired. The first deployment of the closure device was too proximal, so a full recapture of the closure device was performed. The was rotated more anteriorly and the closure device was redeployed. The closure device shape was an inverted marshmallow. Release criteria was met, and the closure device was released. One day post procedure, the closure device was seen to have embolized from the laa to the left ventricle (lv) on transthoracic echocardiogram (tte). Computed tomography (CT) was performed to confirm the location of the closure device, and the device was seen in the left ventricular outflow tract. An 18f catheter and snare were used in attempt to transaortically remove the closure device. The access site was the right subclavian artery due to the peripheral vascular disease of the patient. The closure device was snared and pulled into the 18f catheter from the left ventricle to the aorta. The snare lost grip of the closure device in the descending aorta, and was retrieved again with the snare and pulled into the 18f catheter. The closure device was snared from the descending aorta to the right subclavian artery, but the closure device could not be pulled further into the right subclavian artery. A cut down of the right subclavian artery was performed, and the closure device was removed surgically from the right subclavian artery. The patient was extubated following the procedure and no further patient complications were noted. The patient was later discharged home four days post procedure.